Event description:
A customer reported a complaint of high readings on their xceed blood glucose meter. The customer obtained a reading of 358 mg/dl compared to a laboratory comparison reading of 158mg/dl. The readings were taken witin a ten minute timeframe. The customer made changes to their medication based on the adc meter reading. When plotting the readings against each other on a parkes error grid the results fall in the 'c' zone showing the difference in readings to be clinically significant. There was no report of any injury. No medical treatment was required.

Manufacturer narrative:
The customer's meter and test strips have been requested for investigation. A follow up report will be submitted if the products are received.